Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus was not delivered. The customer¿s blood glucose level was 243 mg/dl at the time of incident. The customer¿s current blood glucose level is 278 mg/dl. The customer also mentioned other blood glucose values such as 258 mg/dl. The customer was using the insulin pump when high blood glucose event was reported. The customer was assisted with troubleshooting for loss of communication. The insulin pump will not be returned for analysis.